Event description:
The recipient reportedly experienced a biofilm infection which is not device related. Treatment with antibiotics was proposed. The recipient's infection resolved and is doing well. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed and is doing well following explant surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.